Event description:
It was reported that during a low anterior resection, the device fired malformed staples at second firing. Another device was used to complete the procedure. There was no adverse patient consequence.